Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a lens case/vial. Visual inspection found the haptic broken and fibers on lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens explant). Conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.86mm)] (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -8.0 into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was explanted due to low vault.